Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged infusions set was confirmed. The product returned for evaluation was two 19ga x 0.75¿ safestep safety infusion sets. Usage residues were observed throughout the samples and the safety mechanisms were engaged. Needleless injection caps were attached to the luer adapters. Partially circumferential splits were observed at the luer/tubing joints. Microscopic inspection of the splits revealed a granular fracture surfaces. Beach marks were observed throughout the fracture surfaces. Material buckling and discoloration were observed in the vicinities of the splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating this type of incident and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing leaking and then when assessed tubing extending from huber needle noted to be cracked. No other information was provided. Two devices were returned for evaluation. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged infusions set was confirmed. The product returned for evaluation was two 19ga x 0.75¿ safestep safety infusion sets. Usage residues were observed throughout the samples and the safety mechanisms were engaged. Needleless injection caps were attached to the luer adapters. Partially circumferential splits were observed at the luer/tubing joints. Microscopic inspection of the splits revealed a granular fracture surfaces. Beach marks were observed throughout the fracture surfaces. Material buckling and discoloration were observed in the vicinities of the splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating this type of incident and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing leaking and then when assessed tubing extending from huber needle noted to be cracked. No other information was provided. Two devices were returned for evaluation. This report addresses the second device.